Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 433mg/dl. Troubleshooting was performed. The date and time were correct. The insulin pump was recording correctly the boluses and basal rates in the daily totals. Ran a fixed prime test and the insulin exited. The customer reported having some issues with bent cannulas and no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.